Manufacturer narrative:
The device was returned to the carefusion factory service department for evaluation & repair. The carefusion factory service technician evaluated the device, verified the complaint and determined that the root cause was a malfunctioning lcd screen. The carefusion factory service technician replaced the lcd screen and ran the device through a complete checkout per the service department procedures to ensure the device meets all factory specifications. Upon completion the device was returned to the distributor in japan to be returned to the user facility ready to be placed back into service.

Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the distributor in (B)(6) for the return of the alleged faulty device for evaluation and repair. The device has been received at carefusion routed to the factory service department and staged for evaluation and repair. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The distributor in (B)(6) reported that after device had been serviced the device's display screen would not come on and remained dark when the device was turned on. There was no patient involvement.